Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy and hemostasis failed after standard 40° withdrawal and indicated steps. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a lower-limb artery stenosis surgery. An unknown cordis short sheath was used with a retrograde left femoral approach. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, b7, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy and hemostasis failed after standard 40° withdrawal and indicated steps. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a lower-limb artery stenosis surgery. An unknown cordis short sheath was used with a retrograde left femoral approach. The exoseal vcd was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. A retrograde approach was used during the procedure. There were no visible signs of device or package damage prior to use. A 7f cordis avanti+ sheath was used. The femoral artery suitability was verified by angiography, including sheath insertion angle and the vessel diameter was confirmed to be =5mm. There were no signs of calcium or plaque at the puncture site, no stent near the site, and no history of closure device or manual compression at the target femoral site within the last 30 days. However, stenosis >50% was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was reported in connecting the vascular sheath introducer with the exoseal vcd, nor was there resistance or friction during device advancement. The sheath was not kinked or bent. The introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. The indicator window changed to a solid black color upon retraction, and did not show any red color. The exoseal vcd was securely locked with the vascular sheath introducer. No issues or damage were reported with the deployment lever. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was for this evaluation. Finally, the indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. Dimensional analysis was technically not required since the unit arrived in a fully deployed condition, making internal diameter verification unnecessary for this case. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed with no abnormalities noted and no plug was returned. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy and hemostasis failed after standard 40° withdrawal and indicated steps. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a lower-limb artery stenosis surgery. An unknown cordis short sheath was used with a retrograde left femoral approach. The exoseal vcd was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. A retrograde approach was used during the procedure. There were no visible signs of device or package damage prior to use. A 7f cordis avanti+ sheath was used. The femoral artery suitability was verified by angiography, including sheath insertion angle and the vessel diameter was confirmed to be =5mm. There were no signs of calcium or plaque at the puncture site, no stent near the site, and no history of closure device or manual compression at the target femoral site within the last 30 days. However, stenosis >50% was observed near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was reported in connecting the vascular sheath introducer with the exoseal vcd, nor was there resistance or friction during device advancement. The sheath was not kinked or bent. The introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. The indicator window changed to a solid black color upon retraction, and did not show any red color. The exoseal vcd was securely locked with the vascular sheath introducer. No issues or damage were reported with the deployment lever. The device will be returned for analysis.